Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "foreign body substance on the tibial insert was found by associated surgical staff during the triathlon tkr primary surgery."